Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was explanted of the device due to the presence of a cholesteatoma. Reportedly, the recipient has a history of cholesteatoma removals already prior to implantation with ci. Device investigation revealed damage to the active electrode by device minute mobility, however the contribution of the cholesteatoma to the mobility of the active electrode cannot be excluded. Furthermore an extrusion of the active electrode, into the ear canal is reported. However, the recipient has a radical cavity and the contribution of the cholesteatoma cannot be excluded. This is a final report.

Event description:
The recipient's hearing performance with the device was affected a few weeks prior to report. Reportedly the recipients hearing performance was good prior but with poor speech understanding. No trauma or accident was reported. The recipient reported a strange feeling in the ear canal and the ear canal was found to be clogged for unknown reason; however the electrode lead could be seen in the ear canal. As per additional information the electrode lead broke through the skin at the back wall of the ear canal. The recipient was diagnosed with a cholesteatoma, which was reportedly the reason for the explantation. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User s hearing performance was affected few weeks prior. User reports a strange feeling in the ear. No trauma or accident is reported. Ent reported ear canal is clogged.